Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Post-procedure (approximately 20-30 minutes), the patient complained about chest pain. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the operating room where patient¿s chest was opened, and stitches were placed to repair the perforation. Extended hospitalization was required as a result of the event. Patient¿s outcome is improved. The physician did not provide a causality opinion. Transseptal puncture was performed with a brk-1 transseptal needle. Two sl-1 sheaths were used during the case. The generator was used with default settings in power control mode. The physician ablated 35 watts on ridge/anterior wall and 25 watts on posterior wall. The catheter irrigation was used with default settings. No error messages were observed on any bwi equipment during the procedure.

Manufacturer narrative:
During an internal review on (B)(6)2019 , it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿(B)(4)¿. The correct address is ¿(B)(4).¿. Therefore, ¿ manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).